Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.